Manufacturer narrative:
Results: the 3maxc was fractured approximately 28.0 cm from the hub. The 3maxc was kinked approximately 32.5 cm from the hub. The 3maxc was fractured, and therefore, could not be functionally tested. Conclusions: evaluation of the returned 3maxc revealed a fractured device. If the 3maxc is forcefully retracted from the packaging at extreme angles, damage such as a fracture may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure on the back table, the physician found a broken point in the shaft of the penumbra system 3max reperfusion catheter (3maxc). The damage to the 3maxc was found prior to use. Therefore, the 3maxc was not used in the procedure. The procedure was completed using a new 3maxc.